Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode or undersensing was noted on a patient's implanted cardiac monitor due to loss of contact or shifting of the device in the pocket possibly when the patient was moving in their sleep. The pause episode was not thrown out but recorded because the algorithm did not see any oscillation behavior two seconds prior to the trigger. The patient was asymptomatic.